Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device's swivel cracked. The trach was replaced. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
After further review, this report was found to be a duplicate of MFR# 3012307300-2024-08387-00. Therefore, MFR# will be cancelled.